Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. The company representative evaluated the iabp unit and replaced the motor control pcb, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that when the cs100 intra-aortic balloon pump was started during a field service correction action (fsca) 0849 done by a company representative, it alarmed electrical test fails code # 50. No patient involvement or adverse event was reported.